Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a "no disposable, pump won't run" alarm, occurred with 3 different cassettes. The alarm was resolved by removing the cassette from the pump, pressing the green button several times and reattaching the same cassette to the pump. 1 cassette was wasted as a result of this. Additionally, the patient had trouble with some of the cassettes not being attached correctly. No patient injury was reported.